Event description:
The customer contacted baxter's service center regarding connection issue which occurred on the homechoice. The home patient (hp) stated that he moved and one of the supply lines became disconnected. The hp stated he then reconnected the supply line to the setup. The technical service representative assisted the hp with ending therapy and advised the hp to start over with all new supplies and inform his registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter healthcare contacted the hp. He stated that he did not notice anything unusual about his supplies that night, and he did not know what caused the disconnect. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The reported issue was not confirmed.